Event description:
The customer reported the device did not register a shock during testing. There was no patient involvement. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted once the investigation is complete.